Event description:
The programmer reported the device to be in the eri state, two weeks previous to report date. A device change out was scheduled. On (B)(6) 2011 the fuel gauge for the battery was shown to be at 100% and the estimated time until eri was reported to be 10 months upon interrogation. Upon reprogramming to a lower output setting , the device reported that there was over eight years until eri. Therefore, the device was explanted.